Event description:
Synchronized cardioversion will not work on v-tach signals by another co's simulator. Also unit will not synchronize properly at 240 bpm. Also during the afternoon the monitor starts blooming. (*)